Manufacturer narrative:
Concomitant medical products: 71522q lead implanted on (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and sensing problem the ra lead was inactivated and remains in patient.  No patient complications have been reported as a result of this event.